Event description:
It was reported that the user attempted to announce a meal but the pump navigated to the fill tubing screen and the user pressed and held to ¿see drops,¿ resulting in delivery of approximately 2.4 units of insulin while connected, after which insulin delivery was resumed. Symptoms included a decline in blood glucose from 131 mg/dl to 87 mg/dl, consistent with a hypoglycemic trend. Outcomes included user counseling to closely monitor glucose and to use fast-acting carbohydrates if glucose dropped below 70 mg/dl, and guidance to defer meal announcement to avoid additional insulin. Investigation included user interview, product-use review, and troubleshooting with education. Investigation of this case revealed inadvertent activation of the fill tubing function with the infusion set connected, consistent with use error and device operating as designed, with no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user error related to unintended navigation and activation of the fill function while connected.

Manufacturer narrative:
Initial.